Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an 18 ga. Introducer needle and a raulerson syringe. Both devices appeared typical. No cracks were observed in the needle hub. Water was aspirated into the syringe through the needle multiple times with no signs of leakage. A review of manufacturing records did not yield any relevant findings. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the general ward, the (B)(4) syringe was found leaking when withdrawing through the needle. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.